Event description:
It was reported that during testing, pump alarms cassette not attached properly. No patient injury was reported.

Manufacturer narrative:
Other, device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing. Review of the event history log showed an occurrence of a "cassette not attached properly" alarm. Functional testing duplicated the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that a faulty downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. A review of the manufacturing DHR for this device found no causes or potential causes of the customer reported failure. The pump has never been in for service prior to this time.